Event description:
It was reported that the patient with this pacemaker experienced a syncopal event at the same time noisy signals were recorded. The possible cause will be discussed in the next follow up. At this time, the pacemaker remains in service and no additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.